Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead exhibited over-sensing noise. No intervention was performed at this point of time, the physician elected to continue monitoring the patient. The patient was in stable condition.

Event description:
New information received notes that atrial lead exhibited over-sensing noise. Inappropriate mode switch was also noted due to noise. No intervention was performed.